Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and no crack near reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks near reservoir window of the insulin pump. The customer's blood glucose reading was unknown. The customer will return the pump for analysis.